Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. On (B)(6) 2010, the device failed a weekly self test for a low battery. Multiple manual power ups are recorded between (B)(6) 2010 and (B)(6) 2011. The device remained in fault mode for 10 months. After (B)(6) 2011, there are multiple manual events indicating the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The low battery warnings were triggered by the battery management system. The low battery was caused by the device being inadequately stored and exposed to very low temperatures. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.